Manufacturer narrative:
The initial reporter address and phone number were not provided.

Event description:
The advocate stated the customer received control readings of 212, 209 and 184mg/dl on his contour next ez meter. While checking the memory of the meter during the call it was discovered that the readings were not marked as a control tests, which could potentially be interpreted as blood results. No adverse event was alleged. The customer lost the cap to the control solution so it will not be returned for evaluation. New control solution was sent.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.